Event description:
Additional information: symptoms have resolved. Resolution date noted as (B)(6) 2017.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of "blanching" and "vessel occlusion" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings: ¿ "the product must not be injected into blood vessels. Introduction of juvéderm volbella® xc injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #12). Health care professional instructions: ¿ 12. If immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
Healthcare professional reported after injection around the mouth with 3 syringes of juvéderm volbella® xc the patient is experiencing "blanching" and what the physician believes is "vessel occlusion" starting the same day as injection. Patient has been provided hyaluronidase, aspirin, and prescribed nitroglycerin paste. The symptoms are ongoing.